Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the annular rupture is unknown; however, patient factors (moderate valvular calcification and moderate aortic root calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr procedure, hematoma was confirmed near the left and non-coronary cusps and pericardial effusion was also observed post valve deployment. Pericardiocentesis was performed and the patient became stable. A 26 mm sapien 3 valve was deployed with 4 ml less than nominal volume. Paravalvular leak (pvl) was noted and post dilatation was performed with 2 ml less than nominal volume. After post dilated, tee showed an image of a hematoma near the left and non-coronary cusps. Pericardial effusion was also noted. Aortogram taken after post dilatation was reviewed and it revealed contrast leak from around the sinotubular junction (stj) above the left coronary artery. The hemodynamics were stable and no increase of pericardial effusion was noted. Therefore, it was decided to monitor the patient while intubated and maintaining low blood pressure. Pericardiocentesis was performed on the day of the procedure and the patient became stable. On postoperative day 2, the patient was extubated. Thereafter, the patient has been in stable condition.